Event description:
(Dialyzer #1)pt experienced "head rush" and shortness of breath upon iniation of dialysis. Dialysis discontinued per physician. Reinitiated with different dialyzer (dialyzer #2). Pt again experienced the same symptoms. Dialysis discontinued per physician and pt admitted to hospital for observation and dialysis.